Event description:
It was reported the patient had a suspected infection. As a result, surgical intervention where the scs system was explanted to address the issue. There were no complications.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
A patient had their system explanted due to a suspected infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.